Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Manufacturer narrative:
This implantable cardioverter defibrillator (ICD) is expected to be returned to boston scientific for analysis. When this ICD is returned and analysis is complete, this report will be updated.

Event description:
Boston scientific received information that during a routine follow-up, this implantable cardioverter defibrillator (ICD) indicated it was near elective replacement indicator (eri). Less than a month later, eri was reached. The patient had not needed pacing or tachycardia therapy for the past four years, and the physician did not expect this ICD to have reached eri so soon. Premature battery depletion was suspected. A surgical procedure was performed and this ICD was replaced. No adverse patient effects were reported.